Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the vent cap was difficult to remove. The user reported the cap broke and remained on the device. The user used a scalpel to remove the cap. The cannula was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Note: parts were not returned by the customer for evaluation or testing; however, difficulty removing the blue cap is a known issue. The blue vent cap was received from the supplier after the implementation of a corrective action to optimize the mold process. An additional corrective action has been opened to test future lot receipts to determine which cavities to sort for specific to the lot number. The root cause was determined to be related to the wall thickness at the tears seam groove which affects how the cap tears. This corrective action was initiated to address the geometry issues at the tear seam on the mold. The customer received replacement cannula.